Event description:
Reporter states the pt tested 16.2 mmol/l on the inform system and 3.8 mmol/l on a lab drawn within 10 minutes. No treatment info. No adverse event reported. Requested return of suspect system; however, no product was returned for evaluation.